Event description:
Caller reported cgm error 42 related to their continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and walked the caller through the process, resulting in a successful resolution without further display of the error code.